Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter had a blurred display. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the reporter claimed the patient felt symptoms of stress and thirsty. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with and there was no misuse of the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.